Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system there was misidentification. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "moraxella identification problem in a culture that does not grow on macconkey agar and that has a negative oxidase test, which does not coincide with the characteristics of the bacterium, and when confirmed, acinetobacter results are obtained."

Manufacturer narrative:
H.6. Investigation summary: a failure for mis-identification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were receiving unsatisfactory results from the instrument, and that there was a moraxella identification problem, where the culture did not grow on macconkey agar and had a negative oxidase test. When confirmatory testing was performed, the result came back as acinetobacter. Bd remote services communicated with the customer and determined that the customer was using an updated version of the m50 software. The software update instructions were provided to the customer. The root cause was tied to the use of software that was not up to date with the latest identification standards. This is an unconfirmed failure of a bd product. This same failure was reported on two other instruments at the customer location (see prs (B)(4) and (B)(4) ). All were using this outdated software. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous failures related to this failure mode. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system there was misidentification. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "moraxella identification problem in a culture that does not grow on macconkey agar and that has a negative oxidase test, which does not coincide with the characteristics of the bacterium, and when confirmed, acinetobacter results are obtained.".